Event description:
A left trabeculoplasty was being performed on patient with argon-krypton laser. Equipment malfunctioned producing 5-6 times amount of energy at standard setting, causing hole in patients retina. Equipment was immediately taken out of service, checked by medical maintenance at famc, and manufacturer notified. Manufacturer checked equipment and found defective micro-chip. Part was replaced and equipment reprogrammed. Equipment back in use and functioning properly.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.